Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level (bg) was in the 400 mg/dl range with ketones. The customer was vomiting and had gone to the emergency room for diabetic ketoacidosis. The customer was discharged from the hospital the next day with a stabilized bg level and moderate ketones. The customer was not sure if the high bg was related to the occlusions. Reportedly, the customer will be working with the clinical diabetes specialist to resolve the occlusion issue by trying another type of infusion set.